Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in an patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. Treatment was not reported. The cause of the peritonitis was reported by patient as made a mistake/touch contamination. The patient was discharged on (B)(6) 2011 and was recovering from the event of peritonitis. Outcome for the event of patient made a mistake/touch contamination was unknown. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The nurse did not comment on the event of the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b21041, h11d12038 and h11g12049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.